Manufacturer narrative:
(B)(4). Concomitant medical products: femto laser, serial no. (B)(4) and wavelight, serial no. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that suction issue after the laser fired/during the procedure occurred on the right eye (od) with an intralase patient interface (pi). Suction was lost during the procedure, but before the side cut. The patient was re-applanated and the pocket was turned off. The procedure was successful afterwards. One (1) week post-op uncorrected visual acuity (ucva) was 20/20. The surgery center reported there was no loss of best corrected visual acuity (bcva), that the patient's vision was good and that there was no complications. The patient's pre-operative refraction was: bcva - right eye (od) 20/20, sphere -6.25, cylinder -.50, axis 170. Bcva - left eye (os) 20/20, sphere -7.25, cylinder -1.00, axis 163. No post op refraction provided.